Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00735. It was reported that the patient experienced wound dehiscence at the lead sites. As a result, surgery took place on (B)(6) 2021 wherein the wounds were closed to address the issue.